Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2014-03336 pertains to the first resolution clip device and manufacturer report #3005099803-2014-03337 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip misdeployed. However, the nature and cause of how the clip misdeployed is unknown. The same issue occurred with the second resolution clip device. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported issue of clip failed to release from catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.